Event description:
Event description guidant received information that this atrial lead had dislodged a couple of days post implant. During a procedure to reposition, the stylet penetrated through the body of the lead.